Manufacturer narrative:
Batch review performed on 13 june 2025: (B)(4) items manufactured and released on 26-sep-2024. Expiration date: 2029-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a dislocation of the medacta liner from the competitor glenosphere and the cause of the dislocation is unknown. At about 2 months from primary the surgeon revised the competitor glenosphere and medacta liner and metaphysis. The surgery was completed successfully.